Event description:
#Medwatcher #(B)(4). Extremely painful upon insertion in the office. Excessive hemorrhaging, irregular, painful cramping periods. Brain fog, extensive changing hormonal imbalances, confusion, mental, emotional and physical. Severe and excruciating cramping of legs, chronic pain, joint swelling of feet, hands, knees, elbows. I have seen 11 drs. Since the essure was implanted d/t various complications that started from day one and still continue to this day. I take numerous medications now for the swelling and pain of my joints, with no particular specific diagnosis. I had a hysterectomy (B)(6) 2015 to remove the essure. The past 18 months of my life has been nothing but pure (B)(4), and that is putting it mildly. I was a figure competitor, health conscious individual who worked out and trained twice a day preparing for figure competitions, completely healthy until that day, (B)(6) 2013 of the implantation of essure..